Manufacturer narrative:
Block a2: patients exact age is unknown; however, it was reported that the patient was over the age of 18. Block b3: exact date unknown, event occurred in 2017. D6b: explant date: procedure happened in 2017. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 2000017525/2000017524. UDI: (B)(4). UDI: (B)(4).

Event description:
It was reported that patient underwent explant procedure due to infection. No further information has been obtained.